Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse installed the power management board (0670-00-1162) and the pneumatic module assembly (0997-00-1178) after observing liquid had entered them. The all manifold test and all other tests were found to be successful. The unit was tested for about one hour and no errors were observed. The fse stated that these parts need to be replaced. The unit is not suitable for clinical use. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (medical device ¿ problem code).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had water leak from catheter section. The issue was found before use. Hence, there was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (problem code, type of investigation, investigation findings, component code, conclusion), h11. Full event site address: (B)(6). Getinge field service engineer evaluated the unit for the reported malfunction. The fse replaced the power management board and the pneumatic module assembly after observing liquid had entered them. An autofill failure alarm was noted in the logs. The threaded probe temperature sensor was also replaced as it was faulty. A battery maintenance warning message was displayed. The fse stated that the battery needs servicing. The all-manifold test and all other functional tests were successful. The unit was tested for about one hour and no errors were observed. The iabp was returned to the customer in fully operational condition.

Event description:
N/a.